Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that the device was interrogating slowly and not sending data to merlin.net. Reprogramming was recommended to resolve the issue, but the device behaved normally at a followup so no action was taken. There were no patient consequences.